Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the last month has been horrible and they think their device is starting to fail. The last month has been horrible, as they've had a return of symptoms. It was confirmed the ins voltage was 2.89v. No further complications were reported as a result of this event.